Manufacturer narrative:
The creatinine reagent lot number is 84778001, and the expiration date is sep-2025. The investigation is ongoing.

Event description:
There was an allegation of a questionable crep gen.2 (creatinine) result from the cobas integra 400 plus. The initial result was 308.3 umol/l, and the repeat results were 98.6 umol/l and 99.1 umol/l. 99 umol/l was deemed to be correct and reported to the physician.

Manufacturer narrative:
A field service engineer (fse) inspected the instrument and could not identify a problem. All instrument maintenance was up to date according to recommendations. Visual inspection of the sample showed abnormalities in the sample. The investigation determined that the root cause was pre-analytical, poor sample quality.